Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 270 mg/dl. No significant events leading to the alarm were recalled. Customer declined to troubleshoot for high blood glucose, stating he miscalculated carbohydrates units, which he believed caused high blood glucose. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.